Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem "failed back, power, and "zero" keys " was not reproduced. The keypad passed testing twice, and the evaluator confirmed that the back, power, and "zero" keys were functioning as intended. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. The cause of the condition was undetermined however, the keypad required replacement as a precautionary measure. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump failed back, power, and zero button found during testing in the biomedical service department. There was no patient involvement. No additional information is available.